Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a damaged downstream occlusion (dso) sensor and remote dose cord. The functional test identified a defective downstream occlusion (dso) sensor. The dso sensor and remote dose cord will be replaced.

Event description:
It was reported that the device exhibited "bolus connector out of service". There was unknown patient involvement, and no patient harm reported. Analysis of the device identified a defective downstream occlusion (dso) sensor.